Manufacturer narrative:
Additional information: b5 - update on leading materials. D10- involved components updated. H6 - codes updated. Investigation results: the products were not returned. The investigation was based upon batch history review, historical data analysis, and event description. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specifications valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: based on the investigation and information available, it is not possible to determine a definitive root cause for the mentioned failure /error patterns. If the product is returned in the future, a new investigation will be performed unsolicited. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results, a CAPA is not required.

Event description:
Update: leading and involved components were confirmed. This complaint material is now considered to be an involved component. Associated medwatch reports: sq002ts - 9610612-2024-00221 (internal aesculap ag ref. No. (B)(4). Sq002ts - 9610612-2024-00222 (internal aesculap ag ref. No. (B)(4). Involved components: sq342ts - ennovate c fav.ang.screw 4.0x42mm canul (internal aesculap ag ref. No. (B)(4). Sq216ts - ennovate c polyax.screw 4.0x16mm canul. (Internal aesculap ag ref. No. (B)(4). Sq004ts - ennovate c straight rod 3.5x150mm (internal aesculap ag ref. No. (B)(4). Sq004ts - ennovate c straight rod 3.5x150mm (internal aesculap ag ref. No.(B)(4). Sq166ts - ennovate c polyax.screw 3.5x16mm solid (internal aesculap ag ref. No. (B)(4). Sq336ts - ennovate c fav.ang.screw 4.0x36mm canul. (Internal aesculap ag ref. No (B)(4)). Sq232ts - ennovate c polyax.screw 4.0x32mm canul. (Internal aesculap ag ref. No. (B)(4)).

Event description:
It was reported that there was an issue with the product sq342ts - ennovate c fav.ang.screw 4.0x42mm canul. According to the complaint description, treatment was initiated 18 months ago with ennovate cervical system in january 2023. There had been postoperative instability of "hwk" 3/4 following a fusion cervical 1/2 (2007 ex domo). During the surgery, the transarticular screws were changed and the instrumentation was extended to the thoracic side. According to the x-ray results, the locking nuts in both transarticular screw heads have loosened and the rod has dislocated accordingly. In view of the patient's age, no surgical revision is indicated. The patient noted that the myelopathy had not bettered itself but also did not worsen. Pain medication is being taken only due to rheumatoid disease. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. 100036441 (400666422). Involved components: sq002ts - ennovate c set screws sterile (internal aesculap ag ref. No. 400666611) sq002ts - ennovate c set screws sterile (internal aesculap ag ref. No. 400666612) sq216ts - ennovate c polyax.screw 4.0x16mm canul. (Internal aesculap ag ref. No. 400666614) sq004ts - ennovate c straight rod 3.5x150mm (internal aesculap ag ref. No. 400666615) sq004ts - ennovate c straight rod 3.5x150mm (internal aesculap ag ref. No. 400666616) sq166ts - ennovate c polyax.screw 3.5x16mm solid (internal aesculap ag ref. No. 400666617) sq336ts - ennovate c fav.ang.screw 4.0x36mm canul. (Internal aesculap ag ref. No. 400666618) sq232ts - ennovate c polyax.screw 4.0x32mm canul. (Internal aesculap ag ref. No. 400666619).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.